Event description:
It was reported that before an unknown procedure, the device was activated automatically without pressing the hand switch on the mayo stand. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.